Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that ECG cable is broken. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective 3 leadset, grabber, iec, ICU. The reported problem was confirmed. Based on the information available, defective 3 leadset, grabber, iec, ICU is replaced with a new one to fix the issue. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after defective 3 leadset, grabber, iec, ICU is replaced with a new one.